Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to login. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that login failed. The technical support specialist logged in and found that both users had been recently reactivated. Fingerprints were registered, and the user was able to successfully issue medication to their patient. The system functioned as intended after the technical support specialist troubleshot the issue.